Event description:
Device issue: none. Adverse event: dissection. Time of adverse event: during the procedure. It was reported that during a ptca of a lesion in the proximal left anterior descending (lad) artery, the xience v 2.75 x 28 mm stent was deployed and the balloon inflated to 14 atmosphere (atm). On deflation of the stent balloon catheter, there was a dissection observed at the distal edge of the xience v stent. A second xience v 3.0 x 12 mm stent was used to treat the dissection. The patient was reportedly doing fine and was discharged asymptomatic on (B) (6) 2010. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusion cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.